Event description:
Type of procedure performed: nephrectomy. Hospital: [name]. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. The bag could not be closed. Report from the sales rep. The bag did not close when the resected tissue was collected. The tissue is recovered by another way, the procedure was completed. The additional information is as follows; the handle could be opened, but not be closed. The metal supports were maybe fully exposed. It is unknown if the device jammed during deployment of the actuator/plunger. It is unknown if the plunger/actuator was pressed forward towards the handles, then retracted, and the re-advanced (partially deployed, retracted, and then redeployed). The area to open the bag may have been a bit narrow due to the retroperitoneal approach. The facility has been using the product for about a year. It uses the product about two times per month. Initial investigation report: the event unit was returned to us and visually inspected. The bag was detached from the handle. The unit will be returned to amr for further evaluation. Admin # (B)(4). Products available to return: 1 introducer, 1 package, 1 bag. Patient status: no patient injury. Type of intervention: the tissue is recovered by another way, the procedure was completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The actuator was not fully retracted, the cord loop was cleanly cut, and the tips of the supports were exposed. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. The complainant¿s experience was unable to be confirmed as the tissue bag was able to be cinched during testing. Based on the event description and evaluation of the returned unit, it is possible that the complainant experienced a device jam during retraction, which resulted in the inability to cinch the tissue bag. The deformed pawl indicates that the actuator was retracted prior to full deployment of the device, which could be perceived as a device jam. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." The inability to cinch the bag is not reportable, as it is unlikely to cause or contribute to death or serious injury. The event was reported based on the event description, as applied medical was unable to confirm whether the supports were exposed within the patient.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: nephrectomy. Hospital: [name] this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. The bag could not be closed. Report from the sales rep: the bag did not close when the resected tissue was collected. The tissue is recovered by another way, the procedure was completed. The additional information is as follows; the handle could be opened, but not be closed. The metal supports were maybe fully exposed. It is unknown if the device jammed during deployment of the actuator/plunger. It is unknown if the plunger/actuator was pressed forward towards the handles, then retracted, and the re-advanced (partially deployed, retracted, and then redeployed). The area to open the bag may have been a bit narrow due to the retroperitoneal approach. The facility has been using the product for about a year. It uses the product about two times per month. Initial investigation report: the event unit was returned to us and visually inspected. The bag was detached from the handle. The unit will be returned to amr for further evaluation. Admin # (B)(4). Products available to return: 1 introducer, 1 package, 1 bag.